Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Troubleshooting was done for compromised force sensor system alarm. Customer reported that the insulin pump squirted insulin during manual prime process and drive support cap was flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime/a33 test and alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. No a33 alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device passed the displacement test and the rewind test. The motor was tested outside of the device and passed. No missing address/serial number label noted. No labeling anomaly noted. Device had a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.